Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.additional information: d10

Event description:
It was reported that, after a right thr surgery had been performed on (B)(6) 2021, the patient experienced a dislocation of the right. This adverse event was solved by revision surgery on (B)(6) 2021, in which a r3 3 hole ha ctd acet shell 46mm, ref spher head screw 40mm, (2) ref spher head screw 30mm, a cocr 12/14 fem head 28 +0 and a r3 0 deg xlpe acet lnr 28mm x 46mm were explanted. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).